Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. According to the information from the service team. The service technician already reviewed the logfile, no technical problem was found in the logfile. No technical root cause was identified. The most likely root cause is a eye movement. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that suction one was lost and the eye rolled during treatment. The vacuum one and two bars showed green status, the tube routings and connection were checked and no leakage was noted. Additional information received confirmed the laser fired before the suction was lost.